Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year later, the patient underwent thrombolysis venous and unknown exam revealed extensive deep vein thrombosis throughout the inferior vena cava inferior to the filter. Approximately two years and one months later, computed tomography (CT) revealed that the filter was in good position and superior tip of the colon was situated near the right renal vein level. There was normal branching of the struts more inferiorly. There was wall perforation extension of multiple struts into the adjacent fat. One strut was seen extended near and inseparable from the second third portion of the duodenum. The degree of tilt was approximately 13 degrees with the superior aspect angled anteriorly. The proximal aspect of the filter was closely adjacent to the anterior wall of the inferior vena cava. The degree of tilt on the coronal view measures approximately 11 degrees with the tip angled to the right. Circumferentially the struts had perforated the inferior vena cava and into the adjacent fat. The extension in the transverse plane of the posterior left lateral strut was 2 mm from the inferior vena cava wall. There was a left medial strut adjacent to the wall of the inferior vena cava which did not extended to the aorta. The right lateral struts extended into adjacent fat and measures maximum of 3 to 4 mm from the inferior vena cava outer wall. There are struts extended anteriorly to the right and anterior to the left. The anterior struts extended to the region of the junction of second and third portion the duodenum on the right with duodenal involvement not excluded. This strut was approximate 4 mm from the inferior vena cava wall on the transverse plane. More left aspect struts also extended near the third portion the duodenum. These are difficult separate from the duodenum without definite extension into the duodenum. Therefore, the investigation is confirmed for perforation of the inferior vena cava and inconclusive for pe post implant. However, the investigation is unconfirmed for filter tilt, medical record states that the degree of tilt was approximately 13 degrees. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.